Event description:
Implantation of a brigade coroent implant was performed at the l5-s1 disc space via an anterior approach, date unk. At an unspecified period following the initial surgery, the surgeon reported two of the four screws had broken.

Manufacturer narrative:
(B)(4). Radiographs are inconclusive with respect to verification of the reported event. Request has been made twice for add'l views to confirm presence/manner of breakage. Revision surgery occurred on or around (B)(6) 2013 to add posterior stabilization. (B)(4 . Rate of occurence is (B)(4). No explanted product has been provided to nuvasive. Investigation into root cause will continue if/when product becomes available. If subsequent relevant info is obtained, a follow-up report will be filed.